Manufacturer narrative:
No sample or lot number was provided for the company's eval. A review of the instructions for use states that x-ray may be used to verify placement. The ng tube is made of a stiff pvc material which softens while indwelling and is designed to suction fluid and air from the stomach without damaging the gastric mucosa. It is conceivable that once the tubing enters the stomach and the user continues to insert the tubing, it can coil upon itself and become tied in a knot possibly during the removal attempt. This issue is more likely the result of an unanticipated procedural complication than any known defect in the product. The exact cause of the sample condition has not been determined.

Event description:
It was reported that the nasogastric tube was inserted orally due to a change in the pt's mental status. The tube was in for 24 hours and functioned as required during the indwelling period. The pt expired the following day due to unrelated causes and upon removing the ng tube, a knot formed in the tip end when the tube was being pulled out of the pt. According to the reporter, there was no relationship between the ng tube and the pt's demise; the pt had multiple problems.